Event description:
Additional information was received indicating surgery to resolve the high impedance has occurred. The generator was replaced prophylactically due to the patient's desire for a smaller model generator. During surgery, the physician noted that the setscrew appeared to be loose when removing the existing generator. Lead impedance following generator replacement was normal. The lead was not revised. The explanted generator was returned and is currently undergoing analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Corrected data: initial report inadvertently did not include the appropriate evaluation for the evaluation of the x-rays and identification of likely improper lead pin insertion.

Event description:
It was reported that the patient's vns indicated high impedance with a dcdc=4. No clinical adverse events indicating a loss of therapy have been reported. The patient still experiences normal voice alteration during stimulation on times indicating that the patient is still receiving the intended therapy at this time. X-rays were received that indicate that the lead pin was likely not fully inserted during implant surgery resulting in the abnormal impedance. No interventions are planned at this time.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate report type was also "30-day" report.

Event description:
Additional information was received indicating the patient is being referred to a surgeon for likely lead revision.

Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were observed. No obstructions were noted that would have prevented full insertion of the lead pin. Since no anomalies were observed, it is likely that the high impedance is due to surgeon error as it appears he did not tighten down the setscrew adequately to secure the generator.